Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. Patient denies any weight fluctuations. Surgical intervention may occur later to address the issue.

Event description:
Additional information received indicated the ipg was relocated from the left side to the right side on (B)(6) 2021 to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.